Manufacturer narrative:
Vyaire medical file identification: (B)(4). Field service representative was on site to repair the unit. The fsr left the uim (user interface module) to be installed by the customer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has display does not come on. At this time there was no information of patient involvement reported with this event.